Event description:
A resolute integrity rapid exchange (rx) drug eluting stent was implanted in the rca during the index procedure. It is reported that the patient suffered a stent thrombosis and an mi event on the same day as index procedure. The patient underwent thrombus aspiration and balloon angioplasty. Investigator has indicated that the event was not related to the study stent. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (mi, stent thrombosis, revascularization). (B)(4).